Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported controller fault alarms event and the unresponsive leds event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial or lot#: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery¿s gas gauge leds did not illuminate when pressing the gas gauge button or while connected to the battery charger, however, all four (4) leds illuminated while providing power to the test controller. An attempt to reset the battery¿s main integrated circuit (ic) was able to reestablish the battery¿s functionality. Further testing revealed the battery was reporting frozen battery register values and a frozen relative state of charge (rsoc) value on the test equipment. Review of data log files pertaining to the controller revealed an abnormal relative state of charge (rsoc) behavior involving the battery. The battery had been connected to power port two (2) from (B)(6) 2021 at 04:53:27 through (B)(6) 2021 at 14:27:36. Throughout the entire period, despite providing power to the controller for several hours, the battery was reporting a frozen rsoc value of 97%. Review of the alarm log files revealed five (5) controller fault alarms logged on (B)(6) 2021 between 05:18:32 and 14:32:34, indicating the battery was approaching 0% rsoc. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. It is likely the frozen rsoc was perceived as the battery having a power consumption issue. The last three (3) controller fault alarms were logged while the controller attempted to perform an expected power switching from the power source which was reporting a 25% rsoc to the battery which was reporting 97% rsoc. Upon not being able to be powered by the battery, it once again switched back to the battery of 25% rsoc. This will result in the controller alternating between the power sources as reported in the event description. Further investigation using a representative sample revealed that the frozen rsoc event and the unresponsive led can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported event was confirmed. The most likely root cause of the unresponsive led can be attributed to a faulty integrated circuit that controls the battery due to an electrostatic discharge (esd) event. The most likely root cause of the reported battery abnormal behavior can be attributed to a battery malfunction due to an esd event, resulting in the battery reporting a frozen rsoc value while powering the controller, the battery being allowed to deplete completely crossing the voltage threshold, thus resulting in the controller fault alarms. CAPA pr00519785 is investigating battery issues related to esd. Additional products: d1: heartware ventricular assist system ¿battery d9: yes, return date: 2021-03-25 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery¿s gas gauge leds did not illuminate when pressing the gas gauge button or while connected to the battery charger; however, all four (4) leds illuminated while providing power to the test controller. An attempt to reset the battery¿s main integrated circuit (ic) was able to reestablish the battery¿s functionality. Further testing revealed the battery was reporting frozen battery register values and a frozen relative state of charge (rsoc) value on the test equipment. Review of data log files pertaining to the controller (B)(6) revealed an abnormal relative state of charge (rsoc) behavior involving battery (B)(6). The battery had been connected to power port two (2) from (B)(6) 2021 at 04:53:27 through (B)(6) 2021 at 14:27:36. Throughout the entire period, despite providing power to the controller for several hours, the battery was reporting a frozen rsoc value of 97%. Review of the alarm log files revealed five (5) controller fault alarms logged on (B)(6) 2021 between 05:18:32 and 14:32:34, indicating the battery was approaching 0% rsoc. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. It is likely the frozen rsoc was perceived as the battery having a power consumption issue. The last three (3) controller fault alarms were logged while the controller attempted to perform an expected power switching from the power source which was reporting a 25% rsoc to (B)(6) which was reporting 97% rsoc. Upon not being able to be powered by (B)(6) it once again switched back to the battery of 25% rsoc. This will result in the controller alternating between the power sources as reported in the event description. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported controller fault alarms event and the unresponsive leds event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date:20-nov-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms and the battery exhibited a power consumption issue. The first alarm occurred when the patient opened a door and the second occurred after replacing the battery. A third controller fault alarm occurred where the indicators of power supply 1 and power supply 2 alternately flickered quickly several times. The controller and battery have been exchanged. No patient complications have been reported as a result of this event.